Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant elevated e2 result is unknown. Siemens headquarters support center representatives have concluded that the pattern of repeatable elevated e2 results of approximately the same value obtained on multiple samples from the same patient with lower results on an alternate, non-siemens methodology is strongly suggestive of non-specific heterophilic antibody binding. No sample has been provided for siemens investigation. The instructions for use for the e2 flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discrepant elevated estradiol (e2) result was obtained on a patient sample on the dimension vista system. The result was reported to a physician who questioned the result. The sample was tested with a different non-siemens methodology. A lower level was obtained and a corrected report was issued. There is no indication that treatment was prescribed or altered on the basis of the discrepant elevated estradiol (e2) result. There was no report of adverse health consequences as a result of the discrepant elevated estradiol (e2) result.